Event description:
(B)(4). Joint pain, thyroid medication had to be increased, weight gain, nausea, headaches, bleeding, right side implant not visible at 3 mo hsg, tired all the time. I had an ablation and rectocele repair done a month after implant. Pre op for that surgery showed anemia which ended up being iron deficiency anemia. Five days of iron infusions, 50,000 vitamin d a week, and a return to work date that was supposed to be in 3 days turned into 5 weeks. I bled for about 4 weeks post op. Post op labs showed iron increasing but thyroid medicine has to be increased. Still no permanent sterilization and no uterine lining. Planning hysterectomy in (B)(6).